Event description:
It was reported that a pt underwent a laminectomy procedure on (B) (6) 2010 and a drain was placed under the fascia at the resection area of the vertebral arch. On (B) (6) 2010, the surgeon tried to remove the drain and met resistance twice. The third time, the drain broke and remained in the pt's body. An x-ray was done and a 10cm fragment of the broken drain was found under the fascia. On the same day, the surgeon performed a re-operation to remove the drain under fill anesthesia. The drain fragment was removed successfully.

Manufacturer narrative:
(B) (4). (B) (4). Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further info derived from the evaluation will be submitted in a supplemental 3500a form. The actual device batch number associated with this event is not known. The intl affiliate the reports the following possible batch numbers: batch 50159isp mfg date: 10/28/2009, exp date: 10/31/2014. Batch 50451isp mfg date: 12/01/2009, exp date: 11/30/2014. Batch 50514isp mfg date: 12/07/2009, exp date: 11/30/2004. Batch 50449isp mfg date: 11/21/2009, exp date: 11/30/2014. In addition, a review of the batch mfg records for the possible batch numbers was conducted and the batches met all finished goods release criteria.